Manufacturer narrative:
(B)(4).

Event description:
The patient reported through a manufacturer representative that their implantable neurostimulator (ins) battery had discharged "faster and faster for some time." It was further reported the patient used to recharge every three weeks and instead was recharging approximately every three days at the time of report. It was noted the patient's programming had not been modified during that time. The patient reportedly "had sessions of magnetic transcranial stimulation since a few months" prior to report. Impedance testing was performed and found the impedances were "ok" and interrogation of the ins indicated there was "no anomaly found." The interrogation records did note however that unipolar electrodes 4 and 7 had impedances of 4847 and 4400 ohms respectively when measured at 0.7 v. Additionally, it was noted the ins cycling setting was not enabled. There was no action to be taken at the time of report; the issue remained unresolved. There were no surgical interventions performed and it was "unknown" whether any were planned. The patient was alive with no injury at the time of report. It was noted the patient's leads were as follows: one cortical lead (electrodes 0-7) and two subcutaneous, quad, lumbar leads (electrodes 8-15).

Manufacturer narrative:
(B)(4).

Event description:
Additional information noted the patient's physician reprogrammed the ins on (B)(6) 2016, whereby the patient's subcutaneous leads were no longer used and instead only the cortical lead was in use. The physician reportedly did this "to see if it would have an impact on the interval of recharge or not." It was noted that as a result, the patient's therapy was effective only for the cortical lead" at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.